Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The observed shorting tin whisker was observed on the flex cable assembly which connects the charge-pak to the power switch at the connector, designator p506 on the cable. The shorting tin whisker can cause the depletion of the internal hlc battery. The evaluation also observed that one of the internal hlc batteries, designator bt3 was defective and could not hold a charge. The customer received a replacement device.

Event description:
The customer initially reported that their device was showing its charge-pak indicator inappropriately. After further investigation by physio-control, it was observed that there was a shorting tin whisker on the flex cable assembly which connects the charge-pak assembly to the power switch. A shorting tin whisker in this capacity can lead to depletion of the internal hlc batteries and cause the device not to function. There was no patient use associated with the reported issue.